Event description:
The reporter claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The reporter allegedly did not hear any alarms or receive any warnings prior to the power issue. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed there were power on resets recorded in the black box. On examination, there was no damage to the battery compartment. The battery cap that was returned with the pump for investigation had stripped threads and was not able to be properly secured to the pump. On testing, the returned battery cap popped off the pump, duplicating the alleged power loss. A new test battery cap was able to be secured to the pump for testing without power issues. With the test battery cap in place, the pump was tested for 24 hours with no power issues. The pump cover was removed for investigation and did not reveal evidence of internal moisture or damage.